Event description:
It was reported the pt had been incarcerated for nine months and was unable to have her external devices; she had not charged the ipg during this time. Once the pt was able to use the external devices they would not locate the ipg. Follow up identified the pt was scheduled to meet with her physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Add'l recall #: 1627487-07262012-002-r.